Event description:
The patient felt a "worm-like" sensation in her rib/abdomen area. She had great coverage in her knee (the intended area). The device was reprogrammed twice. The patient was given two programs to alternate when the problem occurred. She still felt the sensation. She then kept the device as a lesser amplitude with cycling and that seemed to manage her pain. It was further reported that the patient had a myelogram in 2008 or 2009, and since then experienced the "worm crawling" sensation. The lead was replaced.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.